Manufacturer narrative:
H3, h6: the device, used in treatment, has not been received for evaluation. It is noted that the device has been sent, however, without the relevant tracking details this cannot be confirmed. Due to this we are unable to establish a relationship between the reported event and the device or determine a root cause on this occasion. If this device is received, it will be evaluated and complaint will be reassessed. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed, with similar instances recorded in the past three years. Potential causes for the issue experienced are: 1. The device detected an air leak or blockage and paused therapy so the issue could been rectified, 2. The dressing was saturated and needed to be changed, 3. The batteries needed to be changed, 4. The device detected unsafe levels of use and so entered an error state for patient safety. As always, the users are advised to consult the IFU which details all steps to be taken in relation to the operation and use of the device. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that one day after application the battery pack stopped providing suction and all lights came on. The batteries were changed, but still all lights came on. It was not possible to turn the machine off or on, the lights were all constant. A new battery pack was used to continues treatment. There was a delay greater than 30 min reported. No patient harm reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned for evaluation. All provided information has been reviewed and we have established a relationship between the device and the event reported. Visual inspection confirmed no fault found. Functional evaluation confirmed when fresh batteries were inserted, all indicator lamps were solidly illuminated and the device did not function. Device performance data showed that the device failed due to a sudden pressure drop and entered a non-recoverable error state for safety reasons. The root cause has been determined as a component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.